Manufacturer narrative:
Siemens healthcare diagnostics has determined that the cause of the amikacin issue is incorrect installation of the method parameters. Method parameters were evaluated and it was found that incorrect reagent well volumes had been entered into the dimension vista software for the open channel syva amikacin method. The open channel reagent is manufactured by siemens. The incorrect parameters were input by siemens personnel. The instructions for use states that 1.2 ml per well should be used. The instrument was set up for 1.085 ml per well. The decreased volume would allow extra head space in the vented well with potential for increased vaporization of the reagent. Siemens advised that the customer follow the approved, validated application parameters as provided in the instructions for use to ensure proper performance of the method.

Event description:
During investigation of discrepant elevated results on other open channel methods on the same dimension vista instrument, the account discovered that incorrect method parameters had been programmed for the open channel amikacin (xamak) method. There is no indication of out of range qc or discrepant qc patient reporting. There is no indication that patient treatment was altered or prescribed on the basis of discrepant amikacin results. There was no report of adverse health consequences to patients as a result of discrepant amikacin results.